Event description:
The doctor reported the implant was removed due to osseointegration failure 2 months after implant placement. Bone quality around the area was type ii and iii, and oral hygiene around the implant was good. No significant finding was reported during the implant removal surgery. The patient has since recovered.